Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous sys disorder], severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a (B)(6), used fixodent denture adhesive, version unk from 1990 to present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.